Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the device was not usable. The technical support specialist (tss) found that the station database was corrupted and unable to synchronize. The tss followed the article named how-to ¿ recover / repair a corrupted dsclientoltp database to recover missing transactions and rebuild the database. All backups were completed on the d drive and the database backed up in the electronic protected health information. The tss shared the missing transactions in an excel file. The station database had been successfully rebuilt and restored. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a device was unable to use and displayed an error "one or more errors occurred". The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a device was unable to use and displayed an error "one or more errors occurred". The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.